Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
It was reported the patient experienced delayed healing of the ipg incision site. A steri strip was placed on the incision to aid healing. Later, the site became infected and the system was explanted to address the issue.

Manufacturer narrative:
A patient experienced delayed healing of the ipg incision site was reported to abbott. It was determined the site became infected and the system was explanted to address the issue. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.